Event description:
According to the literature source, a retrospective study reported the impact of inner layer renorrhaphy suture type on renal artery pseudoaneurysm (rap) rate in patients who underwent robotic-assisted partial nephrectomy between (B)(6) 2008 and (B)(6) 2022. Patients were classified into 3 categories: first, one hundred ten patients had inner layer suturing with barbed suture (26 mm 1/2 length circle v-20 taper needle), then 255 patients with a competitor suture, and 198 patients had no base suture. In all patients, a competitor suture was used for the outer layer. Four patients in the first group developed rap which is defined as leakage of arterial blood from an artery into surrounding tissue. Symptoms included hematuria or abdominal/flank pain and were treated with treated with interventional radiology coiling. Hospitalization was extended. It was noted that the possible explanations for rap in minimally invasive surgery include: number of sutures placed which increasing the chances of arteriole punctures, large needle size, loose approximation of renal parenchyma, or pneumoperitoneum pressure obscuring vascular lesions.

Manufacturer narrative:
Literature events: author: laura e. Geldmaker, andrew j. Zganjar, giovanni a. Gonzalez albo, daniela a. Haehn, neda qosja, mikolaj a. Wieczorek, colleen t. Ball, and david d. Thiel 2023 title: impact of inner layer renorrhaphy suture on renal artery pseudoaneurysm formation following robotic-assisted partial nephrectomy  source: doi:https://doi.org/10.1016/j.urology.2023.06.040 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.